Event description:
7 months ago, patient had surgery for right peritrochanteric femur fracture. Intramedullary nail right peritrochanteric femur fracture. After 7 months from the date of surgery, patient returned for right subtrochanteric nonunion with failed fixation fir removal of deep broken right femur hardware.